Manufacturer narrative:
Irn#(B)(4). Incident occurred in UK. The complained item was a procedure pack according to article 22 under EU regulation 2017/745. Therefore, under section suspect medical device, the data of the affected component were listed. The affected component is the epilong catheter (see under reference number). Update 2026-01-14: imdrf codes a, c and d were updated according to investigation results. Furthermore, investigation results were updated in this report. This case is considered as closed. If further information become available an update will be sent to the agency.

Event description:
Irn# (B)(4). Incident occurred in UK during an epidural catheter insertion on labour ward, the epidural catheter snapped approximately 5cm from the tip. The distal 5cm of catheter was deep inside the patient's back and was surgically removed.

Manufacturer narrative:
Irn#(B)(4). Incident occurred in UK. The complained item was a procedure pack according to article 22 under EU regulation 2017/745. Therefore, under section suspect medical device, the data of the affected component were listed. The affected component is the epilong catheter (see under reference number). Investigation is ongoing. Final evaluation can be found in final report.

Event description:
Irn# (B)(4). Incident occurred in UK. During an epidural catheter insertion on labour ward, the epidural catheter snapped approximately 5cm from the tip. The distal 5cm of catheter was deep inside the patient's back and was surgically removed.